Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with a neurostimulator. It was reported that the patient was on the same settings and sometimes he would feel a burning sensation in his back, it would make his back hurt, and sometimes it was fine. The patient mentioned that it felt like ¿someone stuck him with a hot poker¿ and the device/therapy had worked well until a month and a half prior to the report. There were no reports of device issues or allegations. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to check the implantable neurostimulator (ins). Additional information was received from the patient. The patient reported that after the leads were replaced in his spine, sometimes when he turned the stimulator up where I used to at times a burning or painful feeling would cause him to hurt in his back more and he had to turn it down. The patient reported that the burning sensation would resolve if he turned it down or off. The patient reported that he loved the stimulator, it helped but at the time he wasn¿t altogether not happy right now. The battery sometimes only lasted one day. The patient reported that it needed to be replaced with a newer system or updated. No further complications were reported.